Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient would get a sensation that was stronger than they previously felt, and it would be surprising. The patient mentioned an incident on a water slide, but said the sensation began before that incident. It was noted that they patient had been reprogrammed by the ¿nurse champion¿ at the healthcare provider¿s office. The manufacturer representative did an impedance check and it was normal. They discussed changing programs, changing the pulse width and decreasing amplitude to a more comfortable level. It was noted that the issue was resolved. No further patient complications are anticipated or expected as a result of this event. On 2019-aug-05 additional information was received from the manufacturer representative. The rep reported that they could not find a device issue, therapy, or procedure issue regarding the patient feeling a stronger sensation than they previously felt. When asked for the cause/actions taken to resolve the event, the rep reported that after they changed the pulse width and turned the stimulation down, the patient was more comfortable. The patient stated that the device was still in use, and it was not to be explanted or returned.